Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 3 months post implant of this pulmonary valved conduit in a (B)(6)-year-old pediatric patient, it was replaced valve-in-valve with a transcatheter valve. The reasons for replacement were reported as calcification and insufficiency. No additional adverse patient effects were reported.